Event description:
Medwatch filed with the FDA (B)(4), occurrence date (B)(6) 2011, alleging a pt fall, no injury reported.

Manufacturer narrative:
Field service tech investigated the bed was not available for inspection. Report from facility was received as follows: the bed was brought to the bed shop for inspection. After checking out the right side rail I found no damage or defects in the side rail. It has been upgraded to the new type of latch system. When the latch was properly latched I could not get the rail to fail. All four rails looked in good condition. The bed was due for a pm but over all in good shape.